Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues with the insulin pump. It was reported that there was a crack/fracture along the backside of the pump from above the belt clip down to the bottom of the pump, there were scratches on the screen, the insulin pump consistently rejects new batteries and the light in the screen had dimmed over time and wasn't as easily visible. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test and self-test. No failed battery test noted during testing and found in the history files. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2024 12:13:00.000 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, serial number label missing and end cap address label missing. Failed battery test was not confirmed. Backlight anomaly was not confirmed. Cosmetic damage was confirmed at the lcd window screen and belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.